Manufacturer narrative:
Qn#(B)(4). The device history review for review could not be conducted since the lot number nor product code was provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Dart detached from suture and fell into patient.